Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample and discordant, falsely low testosterone results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). The patient with a falsely elevated cea result was sent for a computed tomography scan and further laboratory testing was performed. One of the patients with falsely low testosterone result received a testosterone injection. There are no known reports of adverse health consequences due to the discordant cea and testosterone results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the waste reservoir cap was plugged, preventing the vacuum at the waste reservoir from working properly. The fse cleared the plugged waste reservoir cap, and the vacuum began to function properly. The fse ran calibration and quality controls, which were within range, and observed patient samples being run, which resulted without error. The cause of the discordant cea and testosterone results was the plugged waste reservoir cap. The instrument is performing according to specifications. No further evaluation of this device is required.